Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 435 mg/dl and treated with the insulin pump. The customer reported a no delivery alarms over the last hour. The customer did troubleshoot the issues. The insulin pump will not be returned for analysis; however, the infusion set will be.